Event description:
The patient contacted animas on (B)(6) 2012, reporting that the keypad buttons were intermittently unresponsive. The patient confirmed there is no trauma or water exposure to the pump and the keypad is intact. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: (B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the "down" and "ok" keys have intermittent response to button presses. The keypad is fully intact, with no peeling or damage observed. And was removed to investigate. Evidence of keypad contamination was located under "contrast","up","down" and "ok" contact buttons. The pump was returned with the audio bolus button torn.